Event description:
It was reported that an external blood leak was observed after rinseback at the end of routine hemodialysis treatment. Amount of blood loss is estimated at 1l. No alarms or cautions were reported during treatment. Pt seen at clinic in 2009. Pt states, he had not administered his routine epogen dose for one week prior to event, nurse told pt to continue on his usual dose of epogen - 50,000 units per week; 30,000 unit, and 20,000 units three days later. No other medical intervention required.

Manufacturer narrative:
Cartridge rec'd by nxstage for eval and a crack in the dialyzer arterial bond cap and blood clot in arterial header was identified. Three retained samples from the filter lot were tested and passed mechanical integrity tests. Query of this lot number was negative for same type of occurrence. This appears to be a random isolated event. Pt resumed epogen dose of 50,000 units/week and required no other medical intervention. The user's guide includes appropriate warnings that the cycler may not sense slow blood leaks and instructs the operator to periodically inspect for leaks. Nxstage medical considers this report closed. No add'l info will be provided.